Event description:
The customer reported that the 8800 system had an x-ray lamp and keyswitch fault. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch and the x-ray light were replaced during the service call.